Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 352.250s; synthes lot: h62152; supplier lot: na; release to warehouse date: june 08, 2018; expiration date: january 31, 2024; manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the reamer head and the tip of a drive shaft minimum reamer/irrigator/aspirator (ria) broke during reaming. All fragments were removed from the patient. Procedure was completed normally. Patient status is unknown. This report is for a 12.0mm reamer head. This is report 2 of 2 for (B)(4).

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the reamer head and the tip of a drive shaft minimum reamer/irrigator/aspirator (ria) broke during reaming. All fragments were removed from the patient. It is unknown if there was a surgical delay. Procedure was completed normally. There was no patient consequence. This report is for a 12.0mm reamer head. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device procode: hrx. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.